Event description:
Healthcare professional reported "pain and pericapsular edema." "Informed that the patient started to feel pain in the breasts, and searched for a mastologist, who solicited a magnetic resonance imaging (MRI) and ultrasound. This is for the left side device. The device still remians implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracutre is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracutre baker grade unknown.